Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / esophagus procedure. For the first firing for the esophagus resection, used the manual stapling handle and a reload with no problem. For the second firing, connected another reload to the manual stapling handle as usual. The surgeon started firing, however, the handle became stiff and a crack sound was heard. Then could not fire the device on the halfway. Replaced by a new device and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the radial reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the radial reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the radial reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.